Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses on the number 1 on the unlock screen since the customer received the pump. The customer's blood glucose level was 140 mg/dl. The customer reverted to an alternate pump for insulin therapy.